Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, complaint for (B)(6) who had surgery on her right hip on (B)(6) 2013, and was implanted with a profemur plus cocr modular neck in an existing profemur femoral stem. She subsequently started experiencing pain, had elevated cobalt and chromium in her blood and was revised on (B)(6) 2024. It is alleged that intraoperatively there was a large pressurized fluid collection consistent with metal-on-metal wear debris, significant pseudotumor surrounding the hip joint and acetabular component and that the modular neck had corroded at its junction with the stem. Note: date of original surgery stem implantation unknown.